Event description:
During an in-clinic follow-up, low pacing impedance was noted on both the right ventricular (rv) and atrial leads. In addition, a loss of capture was noted on the rv lead. The physician elected to replace both leads during an unrelated device exchange procedure. During the procedure, insulation damage was noted on the rv lead. The rv and atrial leads were capped, and a replacement rv lead was implanted to resolve the event. The patient was in stable condition.